Event description:
A complainant reported the patient was on impella cp support. While on support, the patient had limb ischemia. The pump was explanted. Issue was resolved by the vascular surgery. Care was withdrawn and the patient expired. Reportable due to patient harm and potential relationship between the cause of death and the impella.

Manufacturer narrative:
Date of death is unkonwn. Unknown UDI # and manufacturing date. The impella device was not received from the customer, therefore, an investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Manufacturer narrative:
As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ a.2 and a.3 revised as they were previously entered incorrectly on initial manufacturer device report number 1220648-2025-25341. B.2 added date of death as it was inadvertently omitted from initial manufacturer device report number 1220648-2025-25341. D.4 revised model number as it was previously entered incorrectly on initial manufacturer device report number 1220648-2025-25341. D.4 added expiration date and unique identifier (UDI) # as they were inadvertently omitted from initial manufacturer device report number 1220648-2025-25341. E.1 revised address line 1 as it was previously entered incorrectly on initial manufacturer device report number 1220648-2025-25341. G.1 revised reporting contact email since initial manufacturer device report number 1220648-2025-25341 was submitted in accordance with updated procedures. G.1 revised manufacturing site name and address (all fields) as they were previously entered incorrectly on initial manufacturer device report number 1220648-2025-25341. H.4 added device manufacture date as it was inadvertently omitted from initial manufacturer device report number 1220648-2025-25341. H.6 added health effect - impact code 4624 as it was inadvertently omitted from initial manufacturer device report number 1220648-2025-25341. H.10 additional manufacturer narrative instructions for use were revised from the initial submission of manufacturer device report number 1220648-2025-25341 in accordance with updated procedures.

Manufacturer narrative:
The investigation into the reported issue has been completed. No device was received for evaluation. Device history record review confirmed that the pump passed all post-sterile inspection checks. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Event description:
Additional information from the clinical site was received indicating that the patient did not expire. The impella was explanted due to acute bronchial bleeding following resuscitation and emergency intubation. Anticoagulation was therefore no longer possible. The patient is hemodynamically stable, and the leg was documented to be observed, but no ischemia. The patient survived the event.

Manufacturer narrative:
B.2 death selection and date of death were previously entered incorrectly on manufacturer device report number 1220648-2025-25341 and should of been left blank. B.5 corrected information from the clinical site was added since the initial and first follow up manufacturer device reports number 1220648-2025-25341 were submitted. H.1 due to new corrected information received the type of report was revised since the initial and first follow up manufacturer device reports number 1220648-2025-25341 were submitted. H.6 health effect - clinical code 1942 and health effect - impact code 1802 and 4624 were entered in error on previous manufacturer device reports number 1220648-2025-25341. New health effect - clinical code and health effect - impact code were added.